Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was a restenosis of a previously implanted 6mm x 40mm non-bsc stent located in the moderately tortuous and moderately calcified right superficial femoral artery (sfa). After a non-bsc guide wire crossed the lesion, a 5.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, the balloon ruptured upon first inflation at 15 atmospheres. The device was completely removed from the patient's body and the procedure was completed with a 5mm x 40mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.